Manufacturer narrative:
This product is distributed outside the united states, but is similar to us distributed stent delivery systems. One non-sterile 2.75x13mm cypher select plus was received coiled inside a plastic bag. The catheter was received with the stent mounted in its original position with no damages. Residues of media were observed in the inner body (balloon area). The hub was evaluated and inspected visually and a vertical crack was observed from the thread through the molding injection point. No other damages were found. A review of the mfg documentation associated with this lot presented no issues during the mfg process that can related to the reported complaint. The failure reported by the customer was confirmed and determined to be related to the mfg process of the product. An investigation was conducted and action have been initiated to address hub crack failures in the cypher family.

Event description:
A report received from the affiliate indicated that the hub of cypher select + was noted to be cracked upon removal of the device from the sterile packaging. The device was not clinically used. Another device was used to do the procedure successfully. There was not pt injury.